Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that patient states that "even with 3 green led`s battery switch from port 1 to port 2." "Battery was swapped from stock." No further information available. Investigation is ongoing.

Manufacturer narrative:
Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the batteries revealed that it met specifications; it passed visual examination and functional testing. Log files analysis did not reveal any alarms or premature power switching events during the analyzed period. The reported event could not be confirmed. A root cause could not be established; the controller passed log file analysis and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.